Manufacturer narrative:
The customer indicated that the device is not returning to zoll medical corp for the evaluation. The customer's biomed dept isolated the reported malfunction to the device's multi-function cable, which is not available for eval.

Event description:
Complainant alleged that while attempting to defibrillate a pt, with internal handles, the device would not alllow discharge. The clinician attempted to discharge energy five more times and successfully delivered energy on one of the five attempts. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not associated with the reported malfunction.